Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer experienced headaches and vomiting and obtained a sensor scan result of 64 mg/dl prior to losing consciousness. Paramedics were called and upon their arrival within 10 minutes, a reading of 240 mg/dl was obtained on their device. Customer was transported to a hospital where he was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids. It is unknown how long customer remained hospitalized. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer experienced headaches and vomiting and obtained a sensor scan result of 64 mg/dl prior to losing consciousness. Paramedics were called and upon their arrival within 10 minutes, a reading of 240 mg/dl was obtained on their device. Customer was transported to a hospital where he was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids. It is unknown how long customer remained hospitalized. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer experienced headaches and vomiting and obtained a sensor scan result of 64 mg/dl prior to losing consciousness. Paramedics were called and upon their arrival within 10 minutes, a reading of 240 mg/dl was obtained on their device. Customer was transported to a hospital where he was diagnosed with diabetic ketoacidosis (dka) and administered intravenous fluids. It is unknown how long customer remained hospitalized. There was no report of death or permanent injury associated with this event.